Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for follow up. Upon interrogation the implantable cardiac monitor an error message stating "internal software error has been detected". The programmer was rebooted with the same results, he tried two different programmers. The patient had no symptoms. No intervention has been reported. No additional information was available.

Event description:
New information reports that the patient presented in clinic. Upon interrogation same error message was displayed stating that "internal software error has been detected". Firmware download was performed. The issue was resolved.